Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents reported that the child had no response to sound with the device for the last few days. There is no report of an accident or trauma. The recipient will be re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The parents reported that the child had no response to sound with the device for the last few days. There was no report of an accident or trauma. Re-implantation took place on the (B)(6) 2019.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, an investigation of the explanted device is necessary to determine a root cause. Re-implantation is considered but no date has been scheduled yet.

Event description:
The parents reported that the child had no response to sound with the device for the last few days. There was no report of an accident or trauma. Despite several requests no additional information could be retrieved. Re-implantation is considered.